Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation the original complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were fully responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. Unrelated to the original complaint, the pump was opened, and there was evidence of moisture ingress.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.